Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. The customer's blood glucose level was 300 mg/dl. The customer reverted to manual injections. It was noted that the battery gauge jumped to 100%. Also, it was reported that the pump began the fill tubing process on its own. Then after the load process was completed, the battery gauge decreased to 50%. The customer claimed that the pump began to fill tubing again without user interaction. After that load process, the battery gauge displayed 25%. The customer was not connected to the pump during the fill tubing events.